Event description:
It was reported that while the after approximately 4-24 hours of wear on the abdomen, the pod emitted a hazard alarm indicating a potential occlusion. The patient¿s blood glucose levels were reported to measure approximately 352 mg/dl at the time of the event. No medical intervention was reported. The device was returned for investigation, and a cannula occlusion was identified.

Manufacturer narrative:
During the initial data download process, the master si tool indicated that the pod was paired to another remote. The pod was attached to a power supply for 80 hours in an attempt to reset the pod's bluetooth connection. After 80 hours, the pod's bluetooth connection did not reset. With the pod unable to pair with the master pdm, the reported hazard alarm could not be confirmed. The fluid path test was run, and a blood blockage was observed to occlude hard cannula which prevented fluid from flowing through the complete path. The user reported that an 0x14 hazard alarm had been generated, indicating that the pod is occluded which could be caused by the observed blockage. However, as the download data could not be retrieved the reported hazard alarm could not be confirmed and it could not be determined if the occluded hard cannula is related to the reported event. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.